Event description:
It was reported that perclose proglide suture placement was successful using the perclose technique in the right common femoral artery prior to a lower extremity diagnostic angiogram procedure. The arteriotomy was 6f and the vessel was mildly calcified. Reportedly, after suture placement there was difficulty reinserting the guide wire. A different guide wire was used. After the diagnostic procedure hemostasis was achieved using the sutures of the proglide device. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight was not provided but described as petite. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction - device was not returned for evaluation. It was reported that the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.